Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed noise on the right ventricular lead. The noise could not be reproduced with isometrics in clinic. No intervention was performed. The patient was in stable condition throughout and would continue to be monitored.